Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured and the instrument was pulled directly out of the body. The surgeon changed to manual compression for puncture point treatment. There was no patient injury. The patient underwent vertebral artery stenting. The vcd was used after the operation. The balloon reached the puncture, they opened the hemostatic valve, and while the instrument held tension, they pushed down the green propulsion device and the balloon ruptured. The procedure used a retrograde approach. The deployer is mynx certified and proficient in using the device. The sheath introducer was manufactured by terumo. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved using manual compression for 20 minutes. The mynx vcd was prepped according to IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon was inflated normally. There was no visible damage to the distal end of the sheath after removal. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured and the instrument was pulled directly out of the body. The surgeon changed to manual compression for puncture point treatment. There was no patient injury. The patient underwent vertebral artery stenting. The vcd was used after the operation. The balloon reached the puncture, they opened the hemostatic valve, and while the instrument held tension, they pushed down the green propulsion device and the balloon ruptured. The procedure used a retrograde approach. The deployer is mynx certified and proficient in using the device. The sheath introducer was manufactured by terumo. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved using manual compression for twenty minutes. The mynx vcd was prepped according to IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon was inflated normally. There was no visible damage to the distal end of the sheath after removal. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was received connected to the device and the procedure sheath was not returned. The stopcock was found open. The sealant was not returned for evaluation, and the advancer tube was observed exposed in the shaft of the device. In addition, a radial tear was noted in the balloon of the return device. Since a radial tear was observed in the balloon of the returned device, leak testing could not be performed. High-magnification visual inspection confirmed the radial tear previously observed in the balloon of the returned device. The reported event of ¿balloon loss of pressure¿ was observed through analysis of the returned device. Analysis demonstrated a radial tear. However, based on the information provided, the condition of the returned device and the investigation performed, the root cause of the tear could not be conclusively determined. Procedural factors and/ or handling process may have contributed to the failure as reported. Access site vessel characteristics (such as the tortuosity reported) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured and the instrument was pulled directly out of the body. The surgeon changed to manual compression for puncture point treatment. There was no patient injury. The patient underwent vertebral artery stenting. The vcd was used after the operation. The balloon reached the puncture, they opened the hemostatic valve, and while the instrument held tension, they pushed down the green propulsion device and the balloon ruptured. The device is being returned for evaluation.